Event description:
The following information was reported: the patient was discharged on (B)(6) 2015 and presented with a painful right groin on (B)(6) 2015. An ultrasound was performed which revealed a possible right common femoral artery occlusion. A thrombectomy was performed on (B)(6) 2015 of the right common femoral artery and the issue was resolved. The patient was discharged from the hospital on (B)(6) 2015. Additional information: the mynx device was deployed and hemostasis was achieved. There was a small amount of alleged sealant visualized within the artery in the ultrasound. Possible unrealized plaque at the insertion site could have caused the balloon to get caught during the mynx deployment causing the balloon to not sit all the way against the arteriotomy. Procedure type: diagnostic coronary vessel size: 7 mm stick location: medium sheath size: terumo 6f pinnacle sheath (10 cm).

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The incident description stated that possible unrealized plaque at insertion site caused the balloon to get caught during the mynx deployment, causing the balloon to not sit all the way against the arteriotomy. The balloon's placement abutting the arteriotomy provides a barrier to the ingress of sealant into the arteriotomy. It should be noted that per the mynxgrip instructions for use (IFU), the catheter is withdrawn until the balloon abuts the arteriotomy site prior to deployment; if the balloon does not abut the arteriotomy site, the hydrogel/sealant could be pushed into the artery/vein. Based on the information provided, the reported event could not be confirmed and the root cause could not be conclusively determined. A review of the lhr was not possible as the lot number was not provided. (B)(4). Note: pi number is unknown as the lot number was not provided.